Event description:
It was reported that this right atrial (ra) lead had never functioned properly. The patient received a new device and this ra lead was implanted with the new device in order to reduce the amount of bulk in the patient's pocket. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).